Event description:
It was reported that the pump emitted a "replace battery" alarm at which time the pump casing was found to be hot to the touch. The pump casing reportedly returned to normal temperature within ten minutes.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval demonstrated that the pump operated within required specifications and was delivering insulin accurately. The pump was exercised and was not found to overheat. The battery returned with the pump also showed no evidence of overheating. A device history record for the reported pump was reviewed, and there was no evidence of any defects after the pump was manufactured.